Event description:
A hosp in (B)(6) reported to fisher & paykel healthcare's office in the USA that the gas outlet port on an rd900aeu infant neopuff resuscitator had broken. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned neopuff was inspected for a broken gas outlet port and other external damage. Simulation and drop testing was performed on a test neopuff to measure the approximate breaking force of the neopuff's gas outlet port. In addition, the manometer component was tested for the accuracy of its pressure readings by applying test pressures in 5cm h2o increments until a maximum of 80cm h2o. Results: inspection of the neopuff confirmed that the gas outlet port was broken, that the peak inspiratory pressure (pip) knob creaked when rotated and the manometer needle was slightly offset. Results from the simulation and drop tests indicate the yield/breaking strength of the gas outlet port to be over and above the average force or hand strength that would be applied to the device by the user during use. Pressure tests indicated that the neopuff was delivering a lower pressure overall than was displayed by the manometer or a 'gain error'. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. It is designed for use with the appropriate breathing circuit connected to the gas outlet port. The neopuff can be susceptible to impact damage, for instance when accidentally dropped. It is possible the gas outlet port sustained an external impact sufficient to cause the breakage as reported. It is also possible that the manometer sustained a gain error due to impact. However, if the neopuff were to be used without recalibration, the actual pressures being delivered will be less than indicated. This does not alter usual resuscitation practices to increase the set pressure if desired ventilation is not being achieved. No pt consequence was occurred as a result of this event.